Event description:
It was reported that the system 7 dual trigger rotary was leaking an unknown substance during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event, leaking, was not duplicated but confirmed. During the inspection water was found inside the device that could have come out, but there was no fluid or substance identified actively leaking out of the handpiece during testing. Leaking is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
It was reported that the system 7 dual trigger rotary was leaking an unknown substance during testing. There was no patient involvement and no adverse consequences associated with the device.